Event description:
Olympus (omsc) was informed via repair request that the customer high-definition autoclavable camera head has an image defect, ¿poor image (sandstorm)¿. The customer reported issue was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, poor image (subject cannot be recognized) is due to a defective charged coupled device (ccd) unit. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device was last serviced via repair on (B)(6) 2020; the cable was replaced. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the investigation results, the reported poor image is due to a defective ccd. However, the cause of the defective ccd unit could not be conclusively determined. Additional information was requested from the customer regarding the details of the event, but no information has been received to date. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained via the customer (identified in b3 and b5). Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained identified the phenomenon occurred during a pre-use inspection of a laparoscopic cholecystectomy procedure. The procedure was completed with another product of the same model number, with no effect to the patient.